Manufacturer narrative:
(B)(4). Concomitant medical products: 110024773, juggerstitch curved implant, 020620. 110024773, juggerstitch curved implant, 020620. 110024773, juggerstitch curved implant, 020620. 110024773, juggerstitch curved implant, 020620. 110024773, juggerstitch curved implant, 002180. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05004, 001825034-2019-05005, 0001825034-2019-05006. It is unaware which four juggerstitch failed out of the six reported, hence all the four possible combinations have been reported.

Event description:
It was reported that during the initial surgery after deploying multiple juggerstitch devices, when pulling final tension on the sutures, one of the juggerknots pulled out. No adverse events have been reported as a result of the malfunction.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.